Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): overinfusion. Error in the drip. The pump delivered more flow than the scheduled. The client requested pump review and change. The pump was removed from the hospital by local technical service.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting this report as the device importer on behalf of b. Braun (B)(4) (the manufacturer). This report has been identified as b.braun (B)(4). The device is currently on shipment from (B)(4) to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.